Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm was able to reproduce the issue and replaced the tether assembly (0997-00-0596). The stm completed all safety, functionality, and calibration checks which passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) doppler tether would not retract. There was no patient involvement reported.